Manufacturer narrative:
Device evaluation: the lens was not returned for evaluation. The lens case was opened and contained no lens. Further examination also showed no lens contained in the cartridge, or in the box. No testing can be performed, since the lens was not physically returned. The customer's reported event could not be confirmed. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu provide the customer with proper usage instructions and guidelines. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
If implanted; give date: n/a (not applicable). The intraocular lens was not implanted. If explanted; give date: n/a (not applicable). The intraocular lens was not implanted. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the intraocular lens (iol) had a crease in it. The reported event was observed when the technician took the iol out of the box. There was no patient contact with the iol. No additional information was provided to abbott medical optics.